Manufacturer narrative:
Date of birth: 1941. (B)(4). Device is combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was partial deployment, stent fracture, and stent elongation. The target lesion was located in a 50% calcified, 80% stenosed, normal tortuous right superficial femoral artery. A humeral approach was taken to the lesion and the lesion was pre-dilated. A 6x150, 130 cm eluvia¿ drug-eluting vascular stent system was selected. After about 5 cm was deployed with normal force, the thumbwheel started running loose. The thumbwheel was used until the white arrow was visible. They tried to complete the deployment with the handle, but that did not work. The pull grip was used to attempt to complete the deployment. The operator withdrew the stent from the introducer without any complications for the patient. The stent became stretched and there was a stent fracture when the sheath was removed from the introducer. No kinks were noticed on the catheter. Another of the same device was used to complete the procedure. There were no patient complications.